Manufacturer narrative:
One osseotite® tapered certain® prevail® implant 5/4 x 11.5mm (xiitp5411) was returned for investigation (image 1-2). Visual inspection of the as returned product identified signs of wear from use and some debris about the implant threads. Product matched print specification where measured (cal 8254, jun 11 2021). No pre-existing conditions were noted on the per. The reported product was located on tooth # 3 (universal) and used for approximately 1.5 months. The reported event could not be recreated due to the nature of the dental device and event (medical condition). The customer has provided an x-ray image of the product at the time of failure (x-ray 1). Sme review of the returned image notes that sinus perforation/contact could not be verified. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 2019091876. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2019091876) for similar event and no other complaint was identified. Based on the available information, device malfunction has not occurred and the reported event was non-verifiable. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4).

Event description:
It was reported that the implant at tooth site #3 was removed due to sinus issues. Discovered during clinical procedure. Patient was having a lot of sinus issues. Ent recommended removal of implant to be able to perform sinus surgery. Once healed from sinus surgery, patient will return to have implant replaced. Symptoms as a result of the event: sinus issues.